Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "I have a pacemaker still in me, but the battery is gone. They left it in me, because they said it was too difficult to remove. The battery is gone a long time ago. Now, my urologist wants me to get a magnetic resonance imaging(MRI), and I keep getting different answers. The doctor says it's ok, but then the MRI place says "no, we need to get a letter from medtronic saying it's ok"." The patient was informed by medtronic that the implantable pulse generator (ipg) is not a magnetic resonance (mr) conditional system and that medtronic does not recommend an MRI with implanted devices. The implantable pulse generator (ipg) was inactivated. No patient complications have been reported as a result of this event.